Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube had detached. The white collar was not present and the plunger had been depressed. The seal was extending outside the delivery tube and it was intact. There was no evidence of blood on the device. Based upon these findings, the reported failure "delivery tube came off" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the delivery tube came off. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.